Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed due to 0 vdc. A review of the share log was performed and signal loss was found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of signal loss over one hour is reportable because there were loss of connection gaps present in the log. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.